Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that the patient came to the doctor's office for routine device activation, however, activation was unsuccessful. Kink or leak in tubing and/or leak in the balloon was suspected. The balloon of the artificial urinary sphincter (aus) was replaced and then an inflatable penile prosthesis (ipp) procedure was completed. There were no patient complications in relation to this event.